Event description:
Reporter noted a surge during last quadrant of phaco. Posterior capsule tear occurred, and lens fragment fell into posterior chamber. Pt required second surgery for removal of lens fragment.